Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at tubing on (B)(6) 2024. Patient blood glucose at the time of event was 593 mg/dl. Patient took correction bolus via pump to address high blood glucose. Patient tested for ketones. Patient replaced infusion set and resumed insulin successfully. No further information available.